Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular (lv) lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: w4tr01 crtp; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced diaphragmatic stimulation from their left ventricular (lv) lead. The lead was programmed off and a replacement procedure is planned. No further patient complications have been reported as a result of this event.